Manufacturer narrative:
Medical devices continued: product ID: etlw1620c124e stent graft implanted: (B)(6) 2013 product ID: etlw1620c156e stent graft implanted (B)(6) 2013 product ID: etbf2316c145e stent graft implanted: (B)(6) 2013.

Event description:
It was reported that a remote transmission showed stored ventricular high rate episodes that appeared to be noise oversensing. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.